Event description:
End user called requesting assistance checking the devices calibration strip test. It was discovered that the calibration was out of range. The device was replaced and the defective on returned and the defective one returned for investigation.